Event description:
Philips received a complaint indicating that the heartstart mrx device was not passing operation checks. There was reportedly no patient involvement. Based on the available information, it was found that the monitor was out of support. The customer was informed that service could no longer be completed on the unit, as the device had reached end of life (eol). An eol letter was sent to biomed via email, and the customer took responsibility for correcting/repairing the device.